Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he noticed that a few times he had an off no power alarm without any warnings. Customer's blood glucose was 88 mg/dl at the time of the incident. Customer had a blank screen and a few low battery alerts in the pump alert history. Customer stated that he was using an alkaline battery. Customer stated that the pump was not dropped or bumped. Customer stated that there were no unattended alarms. Customer stated that the battery cap was not loose, cracked, or damaged. Customer reported that this is the second occurrence of the off no power alarm. Customer also had a battery out limit alarm. Customer stated that she went to a pool part but the pump was not exposed to water. Customer mentioned that sometimes the piston was not recognizing the bottom of the reservoir during manual prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.